Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The additional evaluation revealed that the microscopic investigation of the broken surfaces does not show any anomalies of materials structure. The measureable dimensions were checked and found to meet our specifications. The thread on the screw with lot number 2564121 has partially sheared off due to contact with other metallic implants or instruments. These devices met fully to our specifications at the time of manufacturing and distribution.

Event description:
It was reported that the screw was broken at the top during the operation. This is report 1 of 1 for complaint (B)(4).